Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis and underwent lumbar fusion surgery at 8 level. During surgery, the driver tip was sheared off. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed approximately ~3mm of the driver's tip has been broken off. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.